Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully. The pad-pak was then removed and re-inserted on (B)(6) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. No pad-pak was returned so it is not known if it was depleted. There are recorded temperatures on the device of sub zero. The problem with the device was attributed to a fault I the membrane. There is also evidence the device was not being adequately stored and exposure to adverse environmental conditions can have a detrimental effect on the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.